Event description:
Four different cases on four pts. Same issue on product: picture of the wire guide, unraveling during the removal of the wire guide. Pts injuries; injured vein on 1 pt (1820334-2013-00082), stripping the vein on another pt and thromboses lung, pulmonary embolization on 2 pts (1820334-2013-00084 and 00085). The anesthetist stopped using this product 2 months ago. Complaint form states "during the procedure several doctors had problems with the 0.018" guide wire, the floppy part was damaged after insertion, it was impossible or very difficult to remove the guide wire from the peel away introducer, one time they had to remove the peel away introducer because they couldn't remove the guide wire alone. Regarding this guide wire, it can kink on the floppy part, in this case they had to open another set." A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial rptr, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Stripped vein is not listed in the instructions for use. The device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. Per the caution label, we illustrate; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." It should be noted that this set contains two wires. One is a stainless 0.018 wire, 65 cm in length with a floppy tip. The second is approx the same diameter but 150 cm in length. Since the event description states that the complaint wire had a "floppy tip", and references insertion into the peel away introducer this complaint investigation will assume the complaint wire is the stainless 0.018 wire, 65 cm in length with a floppy tip and not the other. Complaint products were not returned for the four complaints. Unused product was returned. These were examined and all examined wires were found to be built to specifications. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in elongation and/or separation when the force exceeds design specification. The statements in the event description do not suggest any causes or reasons for difficulties. In the absences of add'l info a root cause cannot be determined. We will continue to monitor for similar complaints. There is insufficient risk per risk assessment to warrant risk reduction activities.